Event description:
It was reported that the brakes would not engage due to the head/footend crank assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.